Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), the tip of the guide wire became detached and remained in the patient. The target lesion was 95% stenosed and located in the circumflex. The lesion was treated with two passes of the oad on low speed. During the final pass, the crown appeared to come into close proximity to the tip of the viperwire guide wire. When the device was removed, the tip of the wire was noted to be detached. The wire fragment was unable to be snared and remained in the patient. The procedure was completed with balloon angioplasty and stent placement and the patient was in stable condition following the procedure.